Event description:
During a cataract extraction procedure the hospital reported a corneal burn occurred in the patient's operative eye. The surgeon had started the phacoemulsification and was at low phaco power when the corneal burn occurred. The procedure was completed by using a backup unit and the same handpiece was used. The wound required an unplanned 10-0 suture to close the incision. Through follow-up the wound had healed and no complications are expected. The patient outcome is expected to be satisfactory.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss tested a handpiece from the account. The handpiece tested successfully passed. The fss performed a preventative maintenance and field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In initial report, it was reported that the patient outcome is expected to be satisfactory, however, recently, the surgery center has indicated the patient is seeing poorly and is suffering from astigmatism. Visual acuity is unknown. (B)(4). In initial report, the concomitant product of a handpiece serial number was provided, however, the amo sales rep believes the serial no. Provided was incorrect as it could have been serial no. (B)(4), therefore serial no is unknown. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Record review evaluation of concomitant products: the risk document review, directions for use/manual review and one year of service history was reviewed . No issues were identified. The system and its components met all specifications prior to being released. As a result, manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action is required. All pertinent information available to abbott medical optics has been submitted. Placeholder.